Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device had not maintained watertightness due to holes in the forceps channel. Additionally, the coating material was found peeling. The suction port base also had a leakage present. The curved tubing had been crushed. The serpentine insertion section had buckling present, and scratches were noted on several different locations of the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus tracheal intubation fiberscope was experiencing an air/water leakage problem, and therefore returned his device. Additional details relating to the patient and the event have been requested, but were unknown. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the serpentine tubing was peeling off the subject device. This report is being submitted to capture the peeling coating found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.